Event description:
2 patients with similar instances of the vacuum-assist devices during vaginal deliveries were not performing adequately resulting in 1 birth being moved to c-section: (B)(6) 2023 patient a: adult female w/failure to progress in labor + failed vacuum; attempted vac assist and 3 of the pulls were pop-offs. The head brought to +3 station but after 30-more minutes of mom pushing and not able to move head we moved to c/section for exhaustion & failure to progress. This was a live birth. (Internal report indicates there were 3 pop-offs and 3 pulls bur during pull the vacuum lost suction and this was the 3 instance [no previous internal reports on 1st two cases]). (B)(6) 2023 patient b: adult female wga during delivery there were 2 pop-offs & 1 adequate pull the inmfant was brought to a +3 station. Fetal tachycardia improved so mom continued to push for 30 minutes to undergo a svd of a live infant from the oa position; caput seccedanem present. (Internal report indicates the vacuum slowly lost suction and only 1 to 2 true, effective pulls but given the operative assisted policy the attempts for vad had to be abandoned). No devices were retained and the l&d team was unsure of how many devices exactly had lost vacuum suction recently but at least 3 different instances, possibly. Data on the devices is limited to information only on the patient a above.